Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with an alert for high defibrillation impedance exhibited by the right ventricular lead. No interventions were made as the clinic had elected to continue monitor the issue. No patient symptoms were reported.